Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation, a patient had bilateral knee replacement on (B)(6)2020. Their left knee has not yet undergone revision, however, the patient has claimed the following complication/injuries as a result of their implant: future revision surgery, joint pain, joint swelling, loff of range of motion, loss of mobility, loss of strength, muscle weakness, decreased ambulation, stiffness, falls, weight gain, past and future medical, expenses, osteolysis, synovitis, and scarring. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Additional information - d1, d5, g4 510k unk. H6. Investigation results - there is no specific truliant device information provided. The cause of the patient's condition as related to the devices cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis. There is no other information available.